Manufacturer narrative:
Concomitant medical products: 4017 lead, implanted: (B)(6) 2002. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient's right ventricular (rv) lead had fracture, high thresholds, non capture, high and undefined pacing impedance, oversensing and noise. The lead was cut, capped and replaced. No patient complications have been reported as a result of this event.